Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed by using the wired footswitch. The philips field service engineer (fse) inspected the system onsite and confirmed that the wi-fi indicator of the wireless foot switch turned red and could not be used. Upon functional testing, the fse found that the issue was intermittent and could be temporarily resolved by turning the wireless footswitch power off and on. The wi-fi indicator on the wireless footswitch was lit red. To resolve the issue, the fse replaced both the wireless footswitch and the base station. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the wi-fi indicator of the wireless foot switch turned red and could not be used. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.